Manufacturer narrative:
MDR decision date: (B)(4) - no MDR has been initiated for this issue. The consumer is a female whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
Consumer stated that there is a safety issue with the controller on a fdx power chair. User alleges injury-specifics unknown. Malfunction nknown.